Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec also observed that the device displayed a patient circuit disconnect alarm. Ventec replaced the internal flow transducer (ift), exhalation control module (ecm) and external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift, ecm and efm.